Event description:
It was reported an sjm rep met with the pt and confirmed his ipg is depleted and will no longer communicate. The pt was in rehab for three months and did not recharge his ipg for that period of time. The pt is scheduled for an ipg replacement on (B)(6) 2012.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history. Add¿l info: 1627487-05242011-002-r.